Manufacturer narrative:
Endologix will continue to investigate the reported event. The patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. A final report will be submitted once the investigation of the reported event has concluded.

Event description:
An ovation ix abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The patient returned for a routine follow up approximately 6 months post index procedure where physician observed a type ia endoleak. It was noted that the aortic neck measured 22-23mm during the index procedure but is now measuring 30mm at the follow up. The physician has elected to re-intervene by implanting a palmaz stent however, the date of the re-intervention has yet to be scheduled. As of the date of this report, there have been no additional patient sequelae reported.